Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the unit will not turn on. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 05may2020. B4: 07may2020. The biomedical engineer reported that he replaced ac inlet filter and the problem was corrected. He reported that the battery is completely depleted and this is due to no power to the unit causing the battery not to charge. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.